Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 03/02/2024. Upon further review, it was determined that although the patient went to the emergency room (ER), no treatment was provided to the patient beyond routine diabetes management. This would not constitue a serious adverse event as there was no serious injury, medical intervention, or permanent impairment. However, this report will remain as a reportable malfunction as the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the day the sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s cgm was reading 46 mg/dl and the bg meter was reading 511 mg/dl. The patient was also wearing a tandem tslim insulin pump. The patient was feeling ¿woozy¿. It was not specified if the patient self-treated with anything for her bg of 511 mg/dl. Around this time, the patient had a regularly scheduled appointment to attend (the patient has cancer), so she went to this appointment. When she arrived at the hospital, the patient was sent to the emergency room first so her bg level could be ¿addressed¿. However, no details were provided on what medication or treatment was provided to the patient. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4); diabetes mellitus is a known cause of hyperglycemia.